Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized with high blood glucose of 320 mg/dl, nausea, ketones and vomiting. The customer stated that she attempted to insert the infusion set manually, and the needle never penetrated her skin. Troubleshooting was performed, and no damage to the drive support cap was noted. The programming was correct except for the time and date. Assisted with correct time and date. The insulin pump passed the prime and high pressure tests. Nothing further was reported.